Manufacturer narrative:
The suspect medical devices were not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, (B)(4) is implementing a removal action of specified lot numbers of the monopolar hf resection electrodes a22201c and wa22037c. The electrodes are used for endoscopic diagnosis and treatment in urological and gynecological applications. (B)(4) has initiated this removal action after receiving an increased number of complaints regarding loop wires breaking at the distal end of the referenced electrodes. Investigations have confirmed that loop wires can break during the intended use of the electrodes. As a result, a fragment may fall inside the patient and will need to be retrieved. Retrieval of the fragment could prolong the procedure and, under certain circumstances, could require additional surgical treatment. The investigation revealed that the loop wires of the affected electrodes were damaged during production. The cause of this damage is defective manufacturing equipment. The damaged loop wires cannot be detected by visual inspection. There has been no report to date of an adverse event or patient injury. However, in an effort to prevent a potential risk to patient health, (B)(4) is undertaking this action to remove the affected lot numbers. (B)(4) correction number according to 21 cfr 806.10 (c) (1): 2429304-4/18/2017-044r.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, it was noticed that the loop wire at the distal end of the hf resection electrode had broken off inside the patient's bladder. Subsequently, an identical product problem occurred with a second hf resection electrode from the same lot. However, in this case no fragment broke off and fell inside the patient. The intended procedure was successfully completed with a third hf resection electrode from a different lot and there was no report about an adverse event or patient injury. The broken off loop wire could not be located and therefore could have been retained inside the patient's bladder. Although it was suggested that the fragment may have been flushed out with irrigation fluid, it could not be found during a search of the specimen, the suction canister and the surgical drapes.